Event description:
It was reported that pump experienced recurring malfunction 12 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged pump replacement.